Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider regarding a patient receiving a daily dose of 5mcg of hydromorphone via an implantable pump for failed back surgery syndrome and spinal pain. It was indicated the pump was replaced (B)(6) 2015. It was reported the pump was replaced with a smaller device and was moved to a different location due to the patient's size. It was unknown if the patient experienced any symptoms. It was indicated the device was used for treatment, there was no patient injury, and the patient recovered without sequela. Prior to being sent back to the manufacturer, the pump alarms were silenced, and the pump was programmed to minimum rate. It was stated the low reservoir alarm was occurring because the reservoir was empty. The device was returned to the manufacturer october 04, 2016.

Manufacturer narrative:
Analysis of the pump identified no anomaly. Evaluation conclusion code and evaluation result code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.